Manufacturer narrative:
Per the product instructions for use, "skin should be clean, dry and free of exudate, skin oils, excess prep residue or hair for adequate adhesion." Based on information provided by the physician, there was "a lot of fluid leak through the incision". Since neither the device nor photographic images were provided, it is impossible to confirm the complaint and determine the cause of the failure mode with absolute certainty. It also unknown whether the leakage resulted in device malfunction / failure to meet specifications; however, no malfunction was reported.

Event description:
Surgical resident placed a zipline zip 16 for closure of an l4-l5 spinal laminectomy procedure. The physician subsequently reported that on the date of surgery, there was "a lot of fluid leak through the incision, so we had to remove the zip and put in regular staples." Upon notification of the leakage, the resident intended to replace the zip device with a new zip; however, chose to close the incision with staples instead, due to the amount of fluid leakage present. Per the distributor sales representative who reported the complaint to zipline medical, additional intervention was not required and no further complications were reported after closure with staples.